Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that she woke up with a high blood glucose of 483 mg/dl, a no delivery alarm on her insulin pump, and a bent infusion set cannula. The customer treated via manual insulin injection. During troubleshooting the customer was able to successfully prime with her current set. The customer was then advised on proper infusion set insertion and usage. The bent infusion set will be returned and two replacement infusion sets will be shipped to the customer.